Event description:
It was reported the customer was hospitalized five times since being on insulin pump therapy. Customer reported their most recent hospitalization was on (B)(6) 2015. The customer's blood glucose was unknown at the time of admission. The customer stated they were nauseous and vomiting prior to being hospitalized. Customer stated the cause of their hospitalization was due to diabetic ketoacidosis. The customer was treated with an insulin drip at the hospital. Customer also performed a self-test and did not receive any alerts on their insulin pump. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.